Event description:
During initial testing at the manufacturer facility, it was found that channel b did not turn which resulted in a nondelivery. The device was received from the customer with a report of "the unit says to check the cartridge."